Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported single leaflet device attachment (slda) was due to challenging patient anatomy. The reported tissue injury was a cascading event of the reported slda. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report incomplete coaptation and tissue damage it was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with a short posterior leaflet. The first clip was deployed successfully. Shortly after deployment of the second clip, the second clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A tissue injury was also observed due to the slda. An additional clip was implanted to stabilize the slda clip and the procedure was concluded with a resulting mr of grade 1-2. There was no clinically significant delay in the procedure and no additional information was provided.